Event description:
Pt admitted to hosp with respiratory distress. Pt was placed on bipap s/t-d at hosp and found to be improving. Pt was then switched to their own bipap s unit and condition worsened. Pt eventually had to be intubated.